Event description:
The customer called to report that customer used the suspect device to check blood glucose. Customer obtained a result of 139mg/dl on the display and the voice audio mechanism said the result was 907mg/dl. Customer retested and then obtained a result of 133mg/dl both on the display and audio. Customer used glucose control solutions that were slightly out of date by a couple of weeks and the controls were in range.